Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed an occurrence of "time base bgnd test." Functional testing was unable to duplicate the reported issue at power up. All functional testing was performed and no problem was found. The main printed circuit board was replaced as a preventive measure. No causes or potential causes to the customer's reported problem were found during the DHR review.

Event description:
Information was received indicating that the pump exhibited a "time base error." It is unknown if there was any patient involvement or any adverse effects.